Manufacturer narrative:
(B)(4). On MDR follow-up #1, date received by manufacturer, was inadvertently entered as 04/24/2014. The correct date should be 04/24/2017.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left superficial femoral artery ballooning and stenting procedure. Reportedly, when the proglide plunger was removed, no suture was present. A second proglide device was used but hemostasis was not achieved. Manual arterial compression and a femostop device were used to achieve hemostasis. The next day the patient had thrombosis and no pulses in the right leg where the proglide device was used. Surgery was performed and a proglide foot was found within the patient anatomy. The proglide foot was removed and the patient was well after the procedure. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.